Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown drug via an implantable pump for spinal pain indications. It was reported that the patient had a revision surgery on apr-08 and stated they had headaches after the procedure. The hcp brought them back to the operating room for a blood patch. The hcp also aspirated the catheter and had no allegations. The patient was released and recovering at home.